Event description:
It is reported that the pt was revised due to pain.

Manufacturer narrative:
Information was received form a consumer who is not required to complete form 3500a. Review of the device history records did not find any deviations or anomalies. These devices are used for treatment. Surgical notes were not provided. It is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.